Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, the date the bsc was first made aware of the event, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a transobturator tape was implanted into the patient during a procedure on an unknown date. According to the complainant, after the implantation, the patient has suffered long term complications of bladder perforation, formation of bladder stone and recurrent utis. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.